Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was intended it to be used in an unknown thoracic endovascular procedure. It was reported that prior to the index procedure when the device was being prepped, the integrated flush port would not allow fluid to pass through it. This device was then discarded and replaced with a new device and the procedure completed successfully. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient is fine.